Event description:
A consumer implanted for spinal pain reported seeing the poor communication screen on the patient programmer (pp), experiencing poor communication with the pp, and being unable to communicate using the recharger. The consumer typically checked their implant about twice a week and would charge it depending on the battery status, but the implantable neurostimulator (ins) hadn't been recharged in two to three weeks, and no stimulation had been felt in one week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.